Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device displayed alert 41 indicating an insulin shaft rewind error despite multiple restarts, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included none reported. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and education, device shutdown instructions, and collection of return logistics for evaluation. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.